Event description:
It was reported that the arctic sun device could not fill the water tank and when the pads were connected to the device the flowrate dropped to zero.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device could not fill the water tank and when the pads were connected to the device the flowrate dropped to zero. Per follow up information received on 20sep2022, fill tube was not in the correct position. Once repositioned, device filled.